Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the physician noticed that the helix of the lead was extended before the lead was opened. The physician attempted to retract the helix but a small portion of the helix was still exposed. The physician was not comfortable implanting the lead or performing more rotations in an attempt to fully retract the helix. The lead was never implant and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.